Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a pacemaker exhibited fault code 1003 during pre-implant interrogation. This device was not implanted. Device analysis was not performed as device was not returned and the reason for the fault has not been cleared. No adverse patient effects were reported.